Manufacturer narrative:
One used list #011-46106-74, transpac® IV w/03 ml squeeze flush device, 60" macro admin set and pressure tubing (152cm); lot #5142233 was received for evaluation. During visual inspection, the pvc tubing was received separated from the winged male luer. When the tubing pocket was microscopically examined, insufficient solvent coverage was observed on the tubing. The probable cause of the disconnection had occurred due to insufficient solvent applied on the pvc tubing during assembly process. Lot history review was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date, and involved a transpac® IV w/03 ml squeeze flush device, 60" macro admin set and pressure tubing (152cm) in which the customer reported that the tubing comes undone at the fitting. The incident occurred during priming and there was no patient involvement. No medication was being administered; the device was primed with nacl. The customer switched out the device and no further issues were encountered. There was no harm reported as consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.